Manufacturer narrative:
Concomitant product: tem3015g progrip tem/pla 30 x 15cm (lot # spc1122x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced small bowel evisceration, and hernia recurrence. Post-operative patient treatment included revision surgery.